Event description:
The pt was implanted in 1998, with a vented electric (ve) lvad. In 10/2000, the pt was switched to pneumatic actuation using a stroke volume limiter (svl) and drive console. During pneumatic support the connector on the svl broke off. The hospital replaced the svl with a back up svl and the pt continued on pneumatic actuation until being transplanted in 11/2000.